Event description:
It was reported that during a clinic follow up, an unusual morphology was noted on the right ventricular (rv) channel of this pacemaker system. The rv lead was checked and values were as expected. On the second follow up a month later, loss of capture, noisy signals, oversensing and pacing inhibition with no asystole grater than two seconds, were found on the rv lead. The field personnel suspected a header issue due to the unusual morphology on the rv channel. Additionally, the rv lead was found dislodged. Subsequently, this pacemaker and the rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a clinic follow up, an unusual morphology was noted on the right ventricular (rv) channel of this pacemaker system. The rv lead was checked and values were as expected. On the second follow up a month later, loss of capture, noisy signals, oversensing and pacing inhibition with no asystole grater than two seconds, were found on the rv lead. The field personnel suspected a header issue due to the unusual morphology on the rv channel. Additionally, the rv lead was found dislodged. Subsequently, this pacemaker and the rv lead were explanted. No additional adverse patient effects were reported.